Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt recently returned to the doctor's office due to pain caused by a fall on the operative side. Radiographs showed the tibial baseplate and stem have become loose.